Event description:
It was reported that the patient experienced charging difficulties of their implantable pulse generator (ipg). The patient's device underwent troubleshooting, and the patient was educated and given a new charger, but the issue persisted. It was assessed that the ipg was unable to be charged and the patient underwent an ipg revision procedure. The patient is doing well post-operatively.

Manufacturer narrative:
Based on all available information, engineers were not able to confirm the root cause of the difficulties charging the ipg. The ipg was successfully recharged in one four-hour charge-cycle and passed all test performed and no problems were detected.

Event description:
It was reported that the patient experienced charging difficulties of their implantable pulse generator (ipg). The patient's device underwent troubleshooting, and the patient was educated and given a new charger, but the issue persisted. It was assessed that the ipg was unable to be charged and the patient underwent an ipg revision procedure. The patient is doing well post-operatively.